Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump the customer experienced low blood glucose (bg) levels of 75-104 mg/dl while flying on an airplane. Customer stated that the pump delivers insulin during the take off and landing. Reportedly, the customer continued to use the pump for insulin therapy.